Event description:
It was reported that a kink occurred. A watchman access system (was) double curve was positioned and a 30 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. It was reported that after the initial deployment of the device it did not meet release criteria for which a full recapture was decided. During the recapture, the was became kinked and the closure device shifted causing it to move accidentally into the correct position. The resulting position of the closure device met release criteria for which it was successfully implanted. Device remains in service. No patient complications were reported.